Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 406 (mg/dl) and diabetic ketoacidosis. While hospitalized, the customer was treated with antibiotics, intravenous fluids and insulin. Reportedly, the hospital staff believed the pump malfunction; however, the customer attributed their elevated bg levels to an illness and medications and believed the pump was performing as intended. During pump system check with tandem technical support, the pump appeared to be operating as expected. The customer was released (B)(6) 2016.